Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a fracture of the device where it mates with extractor/inserter tool, the metal debris from the fracture was not returned. The device was submitted for further analysis. Analysis determined the material to be consistent with the ti-6al-4v alloy. Analysis also found contact marks near the fracture surface and the lower edge of the fracture surface shows significant smearing, however sheared ductile overload dimples can be seen throughout the fracture surface. The shape of the dimples suggest the fracture initiated on the lower (inferior) edge of the fracture surface. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 90597003014 - articular surface regular constraint this product replaces 00-5970 series articular surfaces size yellow/c-h 14 mm height - 64507207. Foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when trying to assemble the articular surface to the tibial component, a piece of metal broke off the front of the tibia. This all happened back-table and was not near the patient.